Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge percentage was observed to be decreasing despite the pump being plugged in and charging. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.